Event description:
It was reported that prior to starting a da vinci prostatectomy procedure, the vision through one of the eyes would go out when moving the camera cable. The initial reporter mentioned that if nobody touched the camera cable, the images were ok. Due to the reported issue, the surgeon made the decision to abort the surgical procedure post anesthesia. A camera cable was sent to the site to resolve the reported issue. No further clinical information was provided about the event.

Manufacturer narrative:
The cable has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. Intuitive surgical inc. (Isi) has attempted to contact the initial reporter of this complaint to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. This complaint is being reported due to the following conclusion: due to the reported issue, the surgeon made the decision to abort the da vinci procedure post anesthesia.